Manufacturer narrative:
There was no photographic evidence or physical samples provided for the investigation of the reported condition. A comprehensive examination of the history of syringe 1ml ls sp120 lot 2312065 was conducted, and no deviation or non-conformance related to the alleged defect was found. Six retained samples were received for further evaluation, and upon visual inspection, none of the defects could be reproduced. Furthermore, a functional test was conducted, confirming that the stem of each syringe moved appropriately and remained securely within the cylinder. The product undergoes inspections throughout the manufacturing process to ensure quality and functionality. Based on the available information, we cannot identify a definitive root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Incident date (B)(6) 2024. Nature of incident: disinsertion of syringe plunger during preparation of an expensive product. Product sample available: no. There were no serious consequences for the patient apart from the loss of the treatment that had to be prepared again. "Disinsertion" of the plunger>> it turns out that the plunger has fallen out of the syringe.

Event description:
Incident date (B)(6) 2024. Nature of incident: disinsertion of syringe plunger during preparation of an expensive product. Product sample available: no. There were no serious consequences for the patient apart from the loss of the treatment that had to be prepared again.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.